Manufacturer narrative:
D4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist mentioned that the drawer was opened but the cubie was not when the user tried to access the medication. A technical support specialist instructed the customer to inform don/pharmacy to get cubie replaced as its not opening.

Event description:
It was reported that when using the bd pyxis¿ medbank mini the drawer opened while issuing the medication (morphine so4 20mg/ml soln 02 01), but the cubie did not open. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.